Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with an intraperitoneal (ip) injection of vancomycin 1 gram (loading dose), ip amikacin 125 mg (loading dose), and intravenous (IV) injection of meropenem (dose and frequency not reported) and injection of forcan 400 milligram (stat). The cause of the peritonitis was unknown. Action taken with dianeal and extraneal therapies was not reported. The patient was discharged the same day as admission. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).